Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) of 360mg/dl with extreme thirst and excess urination associated with a prime issue. The patient reportedly delivered a correction bolus but bg did not come down as expected, so then the patient reportedly delivered an insulin injection and changed the cartridges, infusion set, and insertion site. The reporter noted that bgs resolved after changing supplies. The reporter stated that during the supply change, the patient noted that the prime and fill cannula boxes in the ezprime menu were incomplete but the pump had not emitted a loss of prime warning. The patient reportedly felt that this was the cause of elevated bg, but noted that a review of the bolus history confirmed three programmed boluses had been delivered as programmed. The reporter stated that the issue with the prime and fill cannula boxes being incomplete had occurred on two other occasion since (B)(6) 2015. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a prime issue.